Event description:
Used product to assist w/inserting a swan-ganz catheter, used it to thread guidewire through catheter. Stylette placed on tray after the procedure by doctor, routinely not put in sharps cup, since there is no room for non-safety items such as scalpel, etc. Introcan stylette hanging over tray, when tray picked up by tech, she was stuck on r palm by thumb, the clip is presently engaged. Additional information provided by the facility indicated the actual lot number remains unk. The pt is fine and all protocol bloodwork testing is negative.